Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had inaccurate readings with their insulin pump. The customer stated their sensor glucose was 40 mg/dl and their blood glucose was 140 mg/dl. Customer also stated the threshold suspend feature was triggered due to the inaccurate readings. No additional information provided. Diabetes mellitus